Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During sphincterotomy procedure, the cutting wire of the jagtome revolution rx disconnected from the catheter. It was reported that no part of the cutting wire detached and fell into the patient. Additionally, no further sphincterotomy was needed, so the procedure was completed with the same original device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device inside the patient as viewed from the monitor, was provided by the customer and showed the cutting wire broke.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.